Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 model. Device arrived with contaminated fluid ingresions.. Evidence log was not available." When "testing" done to duplicate event the pump displayed "1260 error code' upon powering up and then changed to " 1261." Action was taken to replace the micropressor unit board. Unknown cause of event and isolated to a "inoperable" part.

Event description:
Device analysis completed in h 10.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1260 while testing. No patient was involved in this event. No adverse effects were reported.